Manufacturer narrative:
Other applicable components are: product ID: 8840, serial# unknown, product type: programmer. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient receiving baclofen 500mcg/ml at 75mcg/day via an implantable pump. The indication for use was intractable spasticity. The healthcare provider reported an empty pump. Per the healthcare provider this was the first they were seeing the patient. The pump had been empty for about 5 months and today she will not be refilling the pump. The healthcare provider stated she only wanted to silence the alarm today. The patient most likely would not be using this pump again in the future and was thinking about having it explanted. The option of permanently shutting off the pump was reviewed and the healthcare provider stated she does not want to do that today because it was the first time she was seeing this patient. The healthcare provider stated she would leave the concentration of the drug, put 1ml in the reservoir and put the dose at min rate to extend the timeframe before the pump alarms again for being empty. There were no patient symptoms and no further complications were reported.